Manufacturer narrative:
Info in this medwatch form 3500a was completed by osteotech, inc. Using info provided in the following literature citation. Any missing or incomplete data is the result of the info not being provided in the journal article. Literature article citation: thawrani d, et. Al. Successful treatment of unicameral bone cyst by single percutaneous injection of alpha-bsm. J pediatr orthop. Jul-aug 2009; 29(5): 511-7. A review of the manufacturing records for the grafton dbm product was not possible without additional device info. Neither the device nor x-rays of the applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
As reported in the literature, the pt was a subject in a study to evaluate clinical and radiographic outcomes of unicameral bone cyst treatment using a single injection of apatitic calcium phosphate (alpha-bsm). It was reported in the article that the pt had "past unsuccessful treatment" of a unicameral bone cyst using" demineralized bone matrix (grafton) injection."